Manufacturer narrative:
(B)(4). D10: cat: 00875705401, lot: 61675392 continuum tm shell clust 54 jj. Cat: 00877501136, lot: 2531986 biolox delta taper liner, sz jj/36. Cat: 00877503601, lot: 2582558 biolox delta femoral head s, ã¸ 36/-3.5. G2: foreign: country: united kingdom. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 13 years ago the patient had an initial left total hip arthroplasty. Throughout the post-operative phase, at the two-year follow-up, left leg shortening was noted with moderate pain. At the 7-year follow-up, radiographic imaging displayed femoral radiolucency was suggestive of loosening. No intervention has been reported at this time. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; g3; h2; h3; h6; h10. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left leg short on the initial follow up and the 2-year follow up. Legs found equal in the 3-year and 7-year follow-ups. Moderate pain was reported in the 1 and 2-year follow-ups. No pain was reported in the 7-year follow-up. Slight pain was reported in the 10-year follow-up. Radiolucency suggestive of femoral loosening found in the 7-year follow-up. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b5;d4;g3;h2;h3;h4;h6;h10. Product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information received. It was reported that the research radiographer reviewed the x-ray reports and bilateral hip replacements were noted, and no radiological complications were seen. The participant has had ongoing problems with the right knee and spinal stenosis. It was suggested that a change in gait may have contributed to the participant's ongoing pain. The participant was referred for physiotherapy. There were no medical interventions in relation to the bilateral hip replacements. It was reported that no further information is available.